Event description:
Literature report of one patient who developed a minor and asymptomatic hemorrahge which resolved within one week. Upon follow up with the hcp, it was reported the hemorrhage was located at the level of the amygdalar electrode. No patient treatment was required or performed. The patient recovered without sequela.